Event description:
It was reported that an ilet user experienced persistent alert 41 indicating an insulin absolute range error that did not resolve after five restarts, and a replacement device was arranged while blood glucose remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on the user¿s health and continued use of cgm through the dexcom app or receiver. Investigation included customer support troubleshooting, instruction to shut down the device via the menu to avoid further alerts, verification of address information, guidance to sync data to the mobile app prior to return, and preparation for device replacement. Investigation of this case revealed a device alarm consistent with a malfunction in insulin delivery range determination, with data not transferable to the replacement unit requiring a standard startup process. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.